Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure there was difficulty placing the lead. After several attempts, the lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.